Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure was performed and it was explanted and replaced. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Testing determined there was no safety mode signal observed on the oscilloscope. Review of stored data noted no suspicious faults or resets. The battery was analyzed and the results found a depleted cell with no battery related failure determined. Analysis shows no component failure. A probable cause of the reported allegations could not be determined because the failure mode was not able to be recreated during analysis.

Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure was performed and it was explanted and replaced. It is expected to receive this device for analysis.